Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06765. It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. Noise was confirmed by compression test at the pocket and the pacemaker was suspected to be part of the issue. The lead and pacemaker were explanted. A lead fracture was observed. The patient was stable post procedure.